Event description:
A physician attempted arteriotomy closure using the perclose at device. The procedure was successful. The patient developed an acute ischemia to her lower limb which was treated with surgery. The physician noticed a stripping of the femoral artery and stenosis due to atheroma.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.